Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate ¿short battery life¿ complaint. Black box shows no evidence of short battery life, two alarms are observed due normal battery wear. Unrelated to the complaint, the battery compartment is cracked from threads down to the case seal on the side. The display screen contrast is dim and reddish. ¿ez-prime¿ steps were performed correctly, all current draws are within specifications. The pump¿s cover was removed, no intermittent condition was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.